Event description:
Pt admitted for lead revision after determining on routine outpatient evaluation that existing transvenous pacing lead was found to be fractured. A new transvenous pacing lead was implanted while this lead was capped and left in place.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, actual device involved in incident was evaluated, actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was not destroyed/disposed of.